Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had scratched lens, clock battery overdue (1610), air detector not functioning, error 1260. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the lens display scratched and the ac connector, dose connector, downstream sensor, and upstream sensor were contaminated. The event history log was unable to be downloaded due to alarm message error code 1261 on the pump display. Functional testing was able to replicate the reported issue. The most probable root cause was determined to be a faulty microprocessor unit board. The microprocessor unit board, scratched lens, and air detector were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.